Event description:
It was reported that the explanting facility will not return the explanted generator for analysis. Further follow-up revealed that the patient's device was nearing end of service and the device was replaced prophylactically. The physician believed that discontinuing a medication was the most probable cause of the prolongation of the patient's seizure and the increase in frequency. The medication issue was resolved and the patient was referred for prophylactic replacement. Device diagnostics prior to generator replacement were within normal limits. The physician indicated that the increase in seizures were below the patient's pre-vns baseline.

Event description:
Clinic notes dated (B)(6) 2015 note that the patient is beginning to see a gradual increase in seizure activity. It was noted that the last seizure was prolonged and did not respond to a magnet swipe. It was noted that the generator was interrogated and found to be nearing end of service which may explain the increase in seizures, but that a discontinuation of medication may have led to the last difficult seizure. The patient was referred for generator replacement. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical interventions have been performed to date.

Event description:
The patient underwent prophylactic generator replacement. The explanted generator has not been received for analysis to date.